Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2015 with the following findings: the pump was manually suspended on (B)(6) 2014 at 17:51; deliveries never resumed. The last bolus delivery was also on (B)(6) 2014. The pump was manually suspend on (B)(6) 2014 at 14:21 and manually resumed at 18:14. The pump was manually suspended on (B)(6) 2014 at 11:10 and manually resumed at 12:12. The pump was exercised for 24 hours and no unprogrammed boluses were delivered or recorded in the pump history during that time. There was no hypersensitivity to the keys observed on the keypad. The total daily doses added up correctly and reflected the user's programmed basal rates. The alarm history showed typical usage. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) of 250 mg/dl with abdominal pain, symptoms of dehydration, and moderate ketones associated with an inaccurate delivery issue. It was reported that the patient discontinued the insulin pump and received phone advice from their healthcare provider. Reportedly, the patient self-treated with insulin via injection. This complaint is being reported because the patient allegedly experienced hyperglycemia related to an inaccurate delivery issue.